Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2017; 6935m62 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.